Event description:
Post sternotomy pacer - dependent pt's medtronic temporary pacer generator failed without notice. Pt loss capture of both atria and ventricle with no underlying rhythm for 6 sec. Followed by 45 sec of ventricular escape rhythm at 30 ppm before back up pacemaker attached and 100 percent capture of atria and ventricle beat obtained. Pt was asleep, awakened alert and oriented. Battery indicator checked hourly. Never illuminated (low battery).